Event description:
During eval, the force sensor pins were found to be damaged and a review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, the force sensor pins were found to be damaged and a review of the pump history indicated that loss of cartridge detection had occurred, which was not duplicated during investigation.